Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: this complaint is opened to address advancement difficulties in a patient enrolled in a prospective, post-market, multicentre, observational study (B)(6). On (B)(6) 2025, 10 days prior to index procedure, a 76-year-old male patient underwent a staged procedure. With implantation of 3 zta devices a zta-pt-46-42-233 (related complaint), zta-p-42-225 (complaint device) and zta-p-42-173 (related complaint). To treat a thoracoabdominal aortic aneurysm. The site indicated that there were technical difficulties in deploying all zta devices stating there was difficulty in advancing the device across tortuous aortic anatomy. Delivery was successful for all devices. Patient pre-existing condition includes: coronary artery disease (cad), suspected adrenal adenoma, prostate cancer, hormone therapy ongoing. Hypertension. Prior aortic surgery: tevar (thoracic endovascular aortic repair) and evar (endovascular aneurysm repair). Prior open thoracotomy. The complaint reported by the user was confirmed. Complaint is confirmed based on the customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Images are collected for this study. The image was reviewed by clinical personnel and the following was determined: "there are grafts within grafts, due to earlier tevar, evar, and hybrid arch repair. The only thing I can see on the imaging that would have made advancement of the device tricky is that there were thoracic, and evar grafts already in place prior to this procedure. That can make manipulation of the device a bit tricky. Nothing to do with the new device ¿ just that they were trying to slide the delivery system up inside a prior evar. No fault or failure of the current device." A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use or label. A definitive cause could not be determined from the investigation. Possible causes to the advancement difficulties could be the tortuous anatomy reported by the site and the already implanted evar as the imaging review describes. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to study (B)(4): EU custom made aortic data collection project): on (B)(6) 2025, 10 days prior to index procedure, the patient underwent a staged thoracic staged procedure. The site indicated that there was technical difficulties in deployment of all zta devices stating there was difficulty in advancing the device across tortuous aortic anatomy. Delivery was successful for all devices. Please note though the site specially stated this was related to the patient¿s anatomy the event management plan for this study require this to be reported if indicated ¿yes¿ to ¿were there any technical difficulties in the delivery and deployment of the main custom made device/additional component.¿

Manufacturer narrative:
Manufacturers ref#: (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: p140016. H10) related report numbers: (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.